Event description:
It was reported that during surgery the hand piece device was "not working." No information was provided with the details of why the device was not working. The reporter confirmed that the planned surgical procedure was completed without delay and an identical spare device was available for use. The type of surgery was unknown to the reporter, however it was confirmed that the surgery was successfully completed. No patient harm, adverse outcome or injury was alleged. The reporter was able to provide additional contact information. Several attempts have been made to obtain additional information concerning the reported event; however, no additional information has been provided. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned for evaluation. Reliability engineering confirmed the customer's complaint of the motor device "not working". The xmax motor was evaluated and the device did not function as there was no rotation. Evidence suggests this was due to usage / wear over time. If additional information is received, a supplemental report will be sent. (B)(4).